Event description:
This ra lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2010 states that patient came in for one month post op check - loss of atrial capture - atrial egm lines up with rv/lv egm. X-ray shows that lead is dislodged and is across the tricuspid valve. Patient is scheduled for lead revision on monday. Patient was not symptomatic and was unaware of issue. Physician is dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).